Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference MFR number: 2032227-2014-45980.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed per specification due to high readings.

Event description:
Customer reported his sensor glucose and blood glucose readings were off. The customer stated his sensor glucose reading would be 223 mg/dl and his blood glucose reading would be 540 mg/dl. The customer's blood glucose was 276 mg/dl at the time of the call. Customer was advised that certain areas of sensor insertion would affect his readings. The customer was also advised of the proper techniques for sensor insertion. No add'l info provided.